Manufacturer narrative:
This device is not expected for evaluation as it remained in the patient. A review of the device history record shows this implant was manufactured on (B)(4) 2008 in a lot of 307 units with no noted discrepancies. A review of complaint files shows two other complaints filed by this facility/end user, alleging a cyst (or cyst-like) formation at or around the tibial site after use of this product, (MFR. Report #9613278-2012-0001 & 9613278-2012-0003). A 2-year review of complaint history for this device shows two other similar reports received from the same facility/end user. The matryx interference screw is intended for use in interference fixation of bone - patellar tendon - bone and soft tissue grafts in anterior and posterior cruciate ligament reconstructions. The matryx interference screw should be used in combination with appropriate immobilization/controlled mobilization. The product IFU provides the following information: precautions and warnings: detailed instructions on the use and limitations of the implant should be given to the patient before implantation. The patient should also be told of the possibility of foreign body reactions or other allergic reactions. Contraindications: foreign body sensitivity to the implant material. Where the material is suspected a test should be made prior to implantation to rule out sensitivity. Conditions which tend to limit the patient's ability or willingness to restrict activities or follow directions during the healing and rehabilitation period. Adverse effects: in addition to the potential adverse effects associated with all surgical procedures, such as infections, both deep and superficial, allergic and other responses to anaesthetic agents and device materials, intra-articular replacement and internal repair using the matryx interference screw (as for other similar fixation devices) may be associated with transient local fluid accumulation or sinus formation, arthritis pain or deformity and stiffness. Device was not returned from the account.

Event description:
It is alleged that the patient developed a cyst-like mass at the entrance of the tibial tunnel. The patient presented with pain and swelling around the tibial fixation site, as well as, general knee pain. The patient was admitted on (B)(6) 2011 to address these concerns. As per the surgeon's dictation notes: "there was evidence of a gelatinous material, almost cyst-like mass at the entrance of the tibial tunnel". The patient had his primary acl reconstruction performed on (B)(6) 2009 (approximately 32 months before the secondary surgery). The surgeon's dictation notes also stated: "there did not appear to be an infection, but more of an osteolysis". An acl revision surgery was not performed.